Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #42502806802, persona cr porous femoral component, lot #62590639. Catalog #42522200610, persona uc vivacite articular surface, lot #62532983. No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Primary op notes indicate range of motion and stability were checked with trial components. Four releases and resection of the pcl were performed to facilitate acceptable extension and flexion. Gaps were well balanced with excellent patellar tracking. Final components were implanted using a cementless technique. Primary op notes do not indicate root cause. Office visit notes dated (B)(6) 2010 indicate the physical examination and x-rays show the patient is doing well and could resume full activity with pain being a guide. Physical therapy notes dated (B)(6) 2014 indicates that the patient is on a high level of prednisone due to other health issues resulting in swelling present all over. It was reported that the patient is happy with the overall gains of the knee and is able to stand/walk more than 30 minutes without an issue as along as he does not stand in one place too long. Increased mobility and overall strength and stability were also reported. Telephone encounter notes dated (B)(6) 2015 indicate the patient is now being treated for prostate cancer and is taking some medications that result in joint inflammation; otherwise, the patient stated he was doing well. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain.